Event description:
The physician felt that the balloon of the 3.5 x 28mm cypher took longer than usual to deflate. The stent was deployed and the procedure was successful otherwise. There was no reported pt injury.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of reciept.